Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient thought his device was giving him too much stimulation. It was noted that the reporter thought it started on the day of the report. It was noted that the patient was in rehabilitation. The reporter noted that the patient needed help turning the stimulation down with the patient programmer. It was further reported that the reporter was informed by the patient that he had too high of stimulation on the right side but he didn¿t have the remote with him. It was noted that the patient was doing ok but it was still too high on the right side.